Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing, the fse found that the host pc did not boot up. To resolve the issue, the fse replaced the hard drive and bios battery, reseated ram still issue persists. The fse ran diagnostics and found the system motherboard was bad. A part analysis of host_pc was performed and it concluded that the system had a configuration issue. To resolve the issue fse replaced the host pc. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome.